Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received unexpected restart error alarm. It was reported that insulin pump was also received other error alarm but was able to clear alarms and was able to rewind insulin pump. It was reported that insulin pump alarmed unexpected restart error alarm shortly after removing the current battery and inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.